Event description:
It was reported that: while the device was in use on a patient, the customer reported that the ventilator stopped functioning. The patient was transferred to another device. The initial reporter was unaware of any alarms or visual messages at the time of the reported event. The initial reporter investigated the device and found that the device was running on back up dc power until it stopped functioning. The ventilator functioned normally on ac power when tested by the initial reporter. The customer believes the condition was related to an improperly secured line cord on the back of the device. No patient injury.

Manufacturer narrative:
As reported, the initial reporter performed an investigation of the device. As indicated, the device lost ac power due to an improperly secure ac line cord. The device functioned, as intended, on back up power until the back up power became depleted. In the event that the device lost ac power and was equipped with internal and external back up power, the device would switchover to external back up power. Note: switching to an external battery occurs without an alarm; however, is indicated on the display at the symbols for the power source. The device would function on external back up power (two fully charged 12 volt batteries in series, 17ah) for a minimum of two and a half hours. Upon the external power becoming discharged, the device will switchover to internal power. An advisory message is posted to the user, indicating "int. Battery activated!" With a fully charged internal battery, the device will function for a minimum of ten minutes. Internal battery power is only intended to act as an emergency power supply and not for normal operation. After eight minutes of time, the device will display a warning message to the user indicating, "int. Battery-2 min left!!" The user should either restore ac power or connect the device to a back up external power source. Upon the batteries becoming depleted, the device will power off and a continuous audible alarm would be activated. An emergency-breathing valve would remain open allowing for spontaneous breathing; however, manual ventilation may be considered necessary.